Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal rca) were met which resulted in the reported event. This conclusion code is based on the available information provided. E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter city: (B)(6).